Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor's visit for site irritation. No lot release records were reviewed as no product lot number was provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that her pod site became red, irritated and contained red bumps. She had worn the pod between 4 and 24 hours. The customer went to her doctor who prescribed cortisone cream.